Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2 vticm5_13.2; -14.00/1.5/116 (sphere/cylinder/axis) implantable collamer lens was explanted on (B)(6) 2023 per patients request. Patient was dissatisfied with vision. D4: serial# (B)(6). Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a toric evo implantable collamer lens was explanted per patients request. Patient was dissatisfied with vision. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.